Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in an patient coincident with extraneal, physioneal, and nutrineal therapy via continuous ambulatory peritoneal dialysis (capd) at home for iga nephritis. On (B)(6) 2012, nutrineal was permanently withdrawn. Extraneal and physioneal were ongoing with dose not changed. On an unreported date the patient was hospitalized. On (B)(6) 2012, the patient experienced peritonitis manifested with cloudy effluent and abdominal pain. On (B)(6) 2012, the patient began remedial treatment with nebcin (tobramycin) (dose and lot number not reported, daily) ip and vancocin (vancomycin) (dose and lot number not reported, daily) ip. The discharge date from the hospital was not reported. At the time of this report the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.